Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "extended trochanteric osteotomy (eto) fixation for femoral stem revision in periprosthetic fractures: dall¿miles plate versus cables" written by gerard a. Sheridan, adam galbraith, stephen r. Kearns. William curtin, and colin g. Murphy published by european journal orthopedic surgery traumatol (2018) published online 20 october 2017 was reviewed. The article's purpose is to discuss if extended trochanteric osteotomy has more success with wire or cable fixation verse cable-plate fixation. The fixation methods were divided into two groups of either wire only verse cable-plate. Data was compiled from 30 cases of patients who were revised with an eto due to a periprosthetic fracture (19 with cables alone fixation and 11 with cable-plate construct). Article does not identify original implants but clarifies that original stems were cemented. During the eto revision procedure, various stems were utilized including depuy and non-depuy stems. The article focuses only femoral stems implants and does not clarify which adverse events are associated with specific product identities. Cables and plates were identified to be non-depuy. Figures 1-4 provide radiographic images of either cable only or cable-plate fixations performed for eto revision surgeries. Caption descriptions do not denote any adverse events or implant identification. Depuy stems: solution, lps, charnley, corail. Adverse events: refracture (treated with revision). Severe heterotopic ossification (no indication of treatment).

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that the purpose of this report was to compare eto fixation methods (cables vs cable-plate). While some of the stems implanted were made by depuy/synthes, the cables and cable-plates used were all designed by a competitor. Therefore the competitor implants were the ones under review.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.